Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a power on reset (por) condition following electromagnetic interference (emi) exposure. It was noted that the error code was 0400 'parity error. It was stated that the patient had 'numerous' x-rays. The patient was reportedly scheduled for a CT scan the following day. It was later reported that the por was cleared and the device was reprogrammed. It was stated that the manufacturer representative confirmed that an emi event occurred when the patient had a series of x-rays. The patient was reportedly receiving effective therapy and was 'doing well.' The patient reportedly received assistance from the manufacturer representative on (B)(6) 2013 and her concerns were resolved. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).